Event description:
It was reported that all components were explanted after patient thought that the device caused her to fall. The explanted products were discarded, and patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: 7080201 / 7080205. Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Batch/lot number: 26090486. Model/catalog description: clik x anchor sterile kit. Unique identifier (UDI) #: (B)(4).